Manufacturer narrative:
B5: event description was updated.

Event description:
Article reviewed: long-term outcomes of staged repair of tetralogy of fallot. Ye et al. The journal of thoracic and cardiovascular surgery c volume 165, number 6. Accepted for publication july 24, 2022. The article covers a single center retrospective study and the aim was to evaluate the long-term outcomes of a staged approach with initial shunt palliation followed by complete repair in children who underwent systemic-to-pulmonary shunt between january 1993 through july 2021 for a diagnosis of tetralogy of fallot [tof]. Included were 160 patients with 65 neonates under 4 months of age [18-84 days old]. The median age was 45 days and median weight was 3.5kg. The mean duration of follow-up was 12.3 - 8.1 years. Majority were female patients (96). The shunts were constructed using gore-tex® vascular grafts (no heparin coating). Shunts used were 3.0 mm to 5.0 mm. Proximal anastomoses were innominate (62); subclavian (51); or ascending aorta (40). Distal anastomosis was left pulmonary artery [pa] (11), right pa (103), and main pa (39). Outcomes of the palliative shunts included 30 unplanned reoperations and pulmonary over-circulation, which included four that were managed surgically with shunt wrapping or downsizing. Eleven (4 neonates; 7 >30 days) shunt thrombosis/stenosis were reported. In the event of suspected shunt thrombosis, the chest was reopened, and the shunt was milked from the proximal end to the distal end; failing that, institution of extracorporeal membrane oxygenation support and/or shunt revision was performed. Other early complications included cardiac arrest, mechanical circulatory support, arrhythmias, cerebrovascular accident, low cardiac output, necrotizing enterocolitis [nec], renal replacement therapy, sepsis, and three deaths noted as late mortality. It was observed that shunt size mismatch was associated with adverse outcomes and was particularly prevalent in neonates. Further details were requested from the author, but none was received. The types of vascular grafts used in the procedures are unknown. Article mentions procedures took place between january 1993 to july 2021. Gore-tex® vascular grafts (pediatric shunts) were not sold in australia until december 2022. Small diameter (3-5mm) vascular grafts were no longer sold between 1993 and 2021.

Manufacturer narrative:
B22: author was contacted multiple times with request for more information. As no information was provided and article does not specify the type of vascular graft, we are unable to conduct investigation. Instructions for use for gore-tex® vascular grafts contraindications - do not use gore-tex® vascular grafts as a patch. If cut and used as a patch, gore-tex® vascular grafts may lack adequate transverse strength. For cardiovascular procedures requiring patch materials, use the appropriate gore-tex® cardiovascular patch.

Event description:
Article reviewed: long-term outcomes of staged repair of tetralogy of fallot. Ye et al. The journal of thoracic and cardiovascular surgery c volume 165, number 6. Accepted for publication july 24, 2022. The article covers a single center retrospective study and the aim was to evaluate the long-term outcomes of a staged approach with initial shunt palliation followed by complete repair in children who underwent systemic-to-pulmonary shunt between january 1993 through july 2021 for a diagnosis of tetralogy of fallot [tof]. Included were 160 patients with 65 neonates under 4 months of age [18-84 days old]. The median age was 45 days and median weight was 3.5kg. The mean duration of follow-up was 12.3 - 8.1 years. Majority were female patients (96). The shunts were constructed using gore-tex® vascular grafts (no heparin coating). Shunt sizes used 3.0 mm = 45; 3.5 mm = 49; 4.0 mm = 41; 5.0 mm = 17. 152. Proximal anastomosis was innominate (62); subclavian (51); or ascending aorta (40). Distal anastomosis was left pa (11), right pa (103), and main pa (39). Outcomes of the palliative shunts included 30 unplanned reoperations and pulmonary over-circulation, which included four that were managed surgically with shunt wrapping or downsizing. Eleven (4 neonates; 7 >30 days) shunt thrombosis/stenosis were reported. In the event of suspected shunt thrombosis, the chest was reopened, and the shunt was milked from the proximal end to the distal end; failing that, institution of extracorporeal membrane oxygenation support and/or shunt revision was performed. Other early complications included cardiac arrest, mechanical circulatory support, arrhythmias, cerebrovascular accident, low cardiac output, necrotizing enterocolitis [nec], renal replacement therapy, sepsis, and three deaths noted as late mortality. It was observed that shunt size mismatch was associated with adverse outcomes and was particularly prevalent in neonates. Further details were requested from the author, but none was received. Article mentions procedures took place between january 1993 through july 2021. For the mentioned gore-tex® vascular grafts, pediatric shunts were not sold in australia until 1998. Small diameter (3-5mm) small diameter vascular grafts were no longer available between 1993 and 2021. It is unknown which type of vascular grafts were used in the procedures, as mentioned in the article.

Event description:
Article reviewed: long-term outcomes of staged repair of tetralogy of fallot. Ye et al. The journal of thoracic and cardiovascular surgery c volume 165, number 6. Accepted for publication july 24, 2022. The article covers a single center retrospective study and the aim was to evaluate the long-term outcomes of a staged approach with initial shunt palliation followed by complete repair in children who underwent systemic-to-pulmonary shunt between january 1993 through july 2021 for a diagnosis of tetralogy of fallot [tof]. Included were 160 patients with 65 neonates under 4 months of age [18-84 days old]. The median age was 45 days and median weight was 3.5kg. The mean duration of follow-up was 12.3 - 8.1 years. Majority were female patients (B)(6). The shunts were constructed using gore-tex® vascular grafts (pediatric shunts without heparin coating). Shunt sizes used 3.0 mm = 45; 3.5 mm = 49; 4.0 mm = 41; 5.0 mm = 17. 152. Proximal anastomosis was innominate (62); subclavian (51); or ascending aorta (40). Distal anastomosis was left pa (11), right pa (103), and main pa (39). Outcomes of the palliative shunts included 30 unplanned reoperations and pulmonary over-circulation, which included four that were managed surgically with shunt wrapping or downsizing. Eleven (4 neonates; 7 >30 days) shunt thrombosis/stenosis were reported. In the event of suspected shunt thrombosis, the chest was reopened, and the shunt was milked from the proximal end to the distal end; failing that, institution of extracorporeal membrane oxygenation support and/or shunt revision was performed. Other early complications included cardiac arrest, mechanical circulatory support, arrhythmias, cerebrovascular accident, low cardiac output, necrotizing enterocolitis [nec], renal replacement therapy, sepsis, and three deaths noted as late mortality. It was observed that shunt size mismatch was associated with adverse outcomes and was particularly prevalent in neonates.

Manufacturer narrative:
A1, a2, a3, a4, b7, d6a: information entered is based on article information. Specific patient information were requested but not made available. H6 - code b20, b22 (c20): device lot/serial numbers, implant/onset/intervention dates were requested but not made available from corresponding author. The article did not indicate any explants were performed. No devices were returned to gore and no images were provided. Therefore, direct product analysis was not possible . Article reviewed: long-term outcomes of staged repair of tetralogy of fallot. Ye et al. The journal of thoracic and cardiovascular surgery c volume 165, number 6. Accepted for publication july 24, 2022. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.